Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported from the patient that the rep confirmed that the device did not work. The patient wanted to know if a rep needed to be at her appointment with the surgeon on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(4) product type recharger. Product ID 37751 serial# (B)(4) product type recharger. Product ID 37761 serial# (B)(4) product type recharger. Product ID 37751 serial# (B)(4) product type recharger. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They initially stated the ins recharger (insr) was not powering up. It was then clarified that this was not the issue and the patient was seeing a message that they could not connect on the insr. The ins was in possible overdischarge so the patient was advised to see a healthcare professional (hcp). No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that the recharger was hot on the night prior to the date of this report, and then it cooled down. On the morning of the date of this report, the recharger got hot again. The patient stated that the recharger screen was now blank, and nothing would come up. It was confirmed that the light was on the desktop charger and that the connector pins were not broken, bent, or loose. The patient was redirected to the repair department and a replacement recharger was requested. Additional information was received from the patient on 2019-feb-05. It was reported that their new desktop charger was not working. The patient stated that they needed a part for their stimulator and that they thought it was the cord. A replacement desktop charger was requested. It was further reported on (B)(6) 2019 that the patient was in bad shape, as they were in so much pain that they were thinking of going to the hospital because they couldn't bear it. The patient stated that they were in pain because they were unable to charge their implantable neurostimulator (ins) due to the issues with the recharging equipment. The patient mentioned that they would charge the ins back up once they received their replacement recharging equipment. It was further reported that when the patient received their replacement recharger it was charged up, but now it was dead and wouldn't charge from the wall. The patient stated that they thought they damaged the inside of the recharger. It was confirmed that the green light was coming from the desktop charger and the connector pins looked fine. The patient was transferred to the repair department and a replacement desktop charger and recharger were requested. Additional information was received from the patient on 2019-mar-05. It was reported that they were unable to power up the recharger. It was confirmed that the green light was showing on the desktop charger and the connector pins seemed secure. The patient clarified that the recharger screen was not blank, but that they were seeing a message indicating that they could not connect. The patient reported that the ins was dead, and it was reviewed that the ins was in a possible overdischarged state. The patient was instructed to follow up with their healthcare provider (hcp) and a manufacturer representative. Additional information was received from a patient via manufacturer representative on 2019-mar-13. It was confirmed that the ins was overdischarged. It was noted that patient non-compliance may have led or contributed to the issue. The manufacturer representative stated that they met with the patient and tried to restart the battery for an hour with no success. It was noted that the patient had not charged the ins for over a year. The manufacturer representative reviewed that it was unlikely that they would be able to salvage the battery. The patient¿s status at the time of this report is ¿alive, no injury.¿ it was further reported on (B)(6) 2019 that the ins did not work. The patient stated that they were told by a manufacturer representative that the device needed to be replaced. A replacement surgery was scheduled for (B)(6) 2018. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger; product ID: 37761, serial# (B)(4), product type: recharger; product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient via a company representative. Patient noted the implant was overdischarged. No troubleshooting was performed. It was noted they met up with patient and tried to restart the battery for an hour with no success. The issue was not resolved at the time of this report. It was mentioned patient contacted rep to meet up today and had not charged for over a year. Rep told her that it was unlikely that we would be able to salvage the battery, but we tried for an hour with no success. There was no surgical intervention occurred. No further complication and no symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received reporting that recharging issues had lead the to the loss of therapy and the patient stating being in pain and thinking of going to the hospital. The patient stated that the recharging equipment had cause them to be unable to charge their ins, and thinks that the desktop charger (dtc) is broken. No additional patient symptoms or additional device complications were reported with this event.